Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called due to blood glucose readings of 22 mg/dl. Customer stated that they bloused 5 units for dinner prior to the paramedics call. Paramedics treated the customer with glucagon. Customer also stated that the doctor advised customer to get a new insulin pump as the current one was leaking. Customer's blood glucose reading at the time of the call was 40 mg/dl after treating with glucagon tablets. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Displacement test was also performed and passed. Self test was performed and did not pass. Customer further stated that something fell from the insulin pump and drops of insulin were noticeable on the floor. Customer also mentioned noticing insulin in the reservoir compartment. Customer's blood glucose reading at the end of the call was 72 mg/dl and stated that they weren't feeling well however, refused to call the paramedics. No further information reported